Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred with multiple cartridges during basal deliveries. A new cartridge was successfully loaded to address each event. The customer's blood glucose level was 250 mg/dl. The customer continued to use the pump for insulin therapy.